Event description:
It was reported that when the battery was being changed on the external pulse generator (epg), the device turns off. The device was returned to the manufacturer. The device was connected to a patient at the time of the event, however, no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. It was noted that the battery contacts were contaminated, and it was found that the device would shut down immediately after battery exchange versus the minimum delay of 16 seconds. This condition was reproduced three times. As a result the main printed circuit board (pcb) was replaced. (B)(4).

Manufacturer narrative:
Product event summary: analysis performed during repair of the device initially confirmed the reported event. It was noted that the battery contacts were contaminated, and it was found that the device would shut down immediately after battery exchange versus the minimum delay of 16 seconds. This condition was reproduced three times. As a result the main printed circuit board (pcb) was replaced. Further analysis was performed on the main pcb. This analysis could not verify any out-of-specification operation relating to the reported event, could not confirm reported event.